Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The field service engineer (fse) reported that the nav-ring is damaged. The field service engineer confirmed that the unit was not in use on patient. The fse verified the reported problem. The fse replaced the front bezel to address the reported problem.